Event description:
Alleged event: when opening the dermahooks package during surgery, the nurse noticed that the rubber bands were broken. The hooks were not used on the pt. The pt's condition is fine.

Manufacturer narrative:
The device history review investigation did not show issues related to the complaint. The device sample has been returned to the MFR; however, the investigation report has been submitted at the time of this report. The MFR will continue to monitor and trend related complaints.